Event description:
The customer reported getting a recurrent cycle power, error 10003 message.

Manufacturer narrative:
The customer reported getting a recurrent cycle power, error 10003 message. The unit was evaluated at phillips, and the symptom was confirmed. Replacing the control pca resolved the issue.